Event description:
A power source alert was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer used the tandem charging cable and wall adapter, allowing them to successfully resolve the issue by leaving the pump plugged in for at least 30 minutes, after which the pump began charging, and no further assistance was required.